Manufacturer narrative:
Device code relates to problem code for the reported event of stent wrong size. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx fully covered rmv stent was implanted to treat a bile leak in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. Reportedly, the patient¿s anatomy was not tortuous. According to the complainant, during procedure on (B)(6) 2017 at the time of placement under fluoroscopy, the physician felt that the stent was too long for a 6cm stent and it would foreshorten as the stent expanded. Within a week of initial placement, the patient presented with biliary sepsis caused by the stent occluding the hilum. On (B)(6) 2017, the physician decided to remove the stent using a rat tooth forceps and the procedure was completed with a 10 x 40 wallflex biliary fully covered stent. The physician measured the explanted stent and was 6.8 cm. The patient required intravenous antibiotics and hospitalization to treat the sepsis reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.